Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. A clinical investigation was performed. During a follow-up call, the pd nurse confirmed that the patient was hospitalized for peritonitis on (B)(6) 2012. She stated that the pd catheter was removed due to the peritonitis infection not improving. The nurse stated that the patient was currently stable and continuing continuous cycler peritoneal dialysis (ccpd). Per the fmc associate medical director, the event of peritonitis is unlikely caused by the liberty cycler. There was no evidence of any fluid leaks or machine malfunction prior to the onset of the event. Peritonitis in a patient undergoing peritoneal dialysis is most often due to contamination with pathogenic skin bacteria resulting from touch contamination or catheter related injection. The pd catheter was removed due to the continuing infection and patient was treated with antibiotics. The patient is stable and continues on ccpd. This is a retrospective MDR being submitted by fresenius medical care a sa remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) patient called in to request a new liberty cycler for a new upgrade on (B)(6) 2012. The patient reported that she was currently on hemodialysis due to peritonitis. The patient stated that the device beeped a lot in the past, but she experienced no particular issues with the device.